Event description:
Caller called in stating they had a boston scientific spinal cord stimulator and their recharger was not working. Caller spoke to someone about this since the caller could not recharge their spinal cord stimulator since their recharger was not working. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).